Manufacturer narrative:
The customer performed a visual check of the samples and the samples were ok. The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The field service engineer replaced the measuring cell. The customer performed calibration and controls. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for two patients tested on a cobas e 411 immunoassay analyzer. The customer confirmed the qc was acceptable prior to patient testing. The initial troponin results were reported outside the laboratory. The doctor questioned the results and requested the samples to be repeated. The customer performed repeat testing with the samples on a cobas 6000 e 601 module. Patinet 1's initial troponin result on the e 411 was 34 ng/l. The patient's repeat troponin result on the e 601 was 6 ng/l. Patient 2's initial troponin result on the e 411 was 29 ng/l. The patient's repeat troponin result on the e 601 was 15 ng/l. The customer determined the repeat results were correct and corrected reports were provided. The troponin reagent lot number was 45954603 with an expiration date of 31-jul-2021.